Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach in a laparoscopic sleeve gastrectomy procedure, the device was unable to fire. The surgeon was able to press the green button, but was unable to squeeze the handle. This happened with two reloads. The nurse opened another reload and the case continued without any issue. There was no patient injury.